Event description:
The patient was revised due to osteolysis. Update (B)(6) 2013: additional products added to complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status: following investigation by applied research and bioengineering, notification was received advising that: root cause: undetermined from the information provided. It is unlikely there was a manufacturing fault as the product lasted 13 years. None was reported by the complainant. It is likely in this cases that an unknown combination of several factors occurred ¿ such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.